Event description:
It was reported that during a catheter placement, the guidewire allegedly frayed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this lot, therefore a device history record review is not required. Investigation summary: the device was not returned for evaluation. Therefore, the investigation is inconclusive for the reported guidewire fraying and failure to advance issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2022), g3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2022).

Event description:
It was reported that prior to a catheter placement, the guidewire allegedly frayed. The procedure was completed using another device. There was no patient contact.